Event description:
It was reported that prior to an unknown procedure, the handpiece gave an error 3. The handpiece was swapped with another handpiece and the case was completed with no patient consequence.

Manufacturer narrative:
Evaluation summary: the handpiece was returned in good condition. The handpiece was tested and it gave an error code 3 on the gen04. Further testing confirmed that the crc/eeprom data was invalid rendering the handpiece non-functional. The handpiece was disassembled, a torn acoustic isolator was found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.